Event description:
It was reported that the customer received multiple no delivery alarms and had changed the site and infusion set. Customer stated the alarms occurred during basal and bolus delivery. Customer's blood glucose was 250 mg/dl. He treated with injection. During a fixed prime, insulin did not exit and the pump alarmed no delivery. Customer was advised to disconnect and reconnect the reservoir and infusion set. Insulin was successfully pushed through the tubing with a plunger. A manual prime was performed and the insulin pump was working as designed. Customer later stated the no delivery issue was not resolved. At this point, he had thrown out the reservoirs and infusion sets. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see related medwatch report # 3004209178-2015-85759.